Manufacturer narrative:
The reagent lot number was 76576301 with an expiration date of 28-feb-2025. The field service engineer checked the sample and reagent probe, rinse stations, and level of detergents. The customer changed the cuvette and set the special washes. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2 results for one hemolytic patient sample from the cobas 6000 c501 module. The initial result using the primary sample tube was 12.11 mg/dl. The repeat result using an aliquot of the sample was 8.99 mg/dl.